Event description:
It was reported that the patient with this right ventricular (rv) lead did not felt right and presented to the emergency room. Loos of capture, high capture thresholds, and high impedance measurements were observed. The rv lead was reprogrammed to unipolar mode and the measurements were in normal range. Reprogramming efforts were performed and the plan is to extract the rv lead. Subsequently, a revision procedure was performed and the system was replaced with a non-boston scientific system. No further information of the explant day was provided.